Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grand daughter reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. Blood glucose reading was 37 mg/dl at the time of admission. The customer had an altered mental status from their low event. The customer was treated with food until their blood glucose was stabilized. It was reported the customer had issues with the pump delivery. The act button would not press on the insulin pump. The customer stated they had been disconnected from the insulin pump for one week. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had intermittent button response then no button response due to flattened dome switches on the esc and act buttons (no crease). Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to no button response. During visual inspection, the keypad connector on the lc was found locked properly. Device had minor scratched display window, a small crack on the display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and a stained address number label.